Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the patient to her physician that she had to have vns explant surgery about 10 years prior due to a possible infection at the electrode site. No further relevant information has been received to date.